Event description:
Info was received related to a study conducted outside of the u.s. Reporting that the angioplasty procedure was to treat a restenosis of the target lesion. The vision stent was orginially implanted in 2004. During a five month follow up, the in-stent restenosis was noted and the percutaneous transluminal coronary angioplasty (ptca) procedure was performed 3 months later. Reportedly, the procedure was successful.